Event description:
Customer had received software error detected.

Manufacturer narrative:
The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. ¿select patient information cannot be provided due to regional privacy regulations." S/w version 6.7w. Retainer ring = black. Pump case type: ngp. Customer returned pump for an alleged pump error 53 found on (B)(6) 2023. Unit passed the self test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to software error found on (B)(6) 2023 at 16:22:01.000. The formatted history file confirmed pump error 53 alarm (line number 5706 file number 632). Problem isolated to the electronic assembly as per global logic analysis ((B)(4)). Pump was cut open and no anomalies noted on the electronic/motor assemblies during visual inspection. The following were noted during visual inspection: pillowing keypad overlay and scratched case. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a software error. Pump received with original battery cap. Battery cap damage was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.

Event description:
Information received by medtronic indicated that customer received pump error 53 . No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to successfully cleared the alarms by rewind the pump. Customer will discontinue to use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.